Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the three alignment pegs sheared off the driver and had to be removed from the patient causing an hour delay in the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device confirms that all three alignment tabs are fractured off. The device was subjected to hardness testing and measured at a hardness in conformance with product specifications. The device history records were reviewed and there were no discrepancies relevant to the reported event. Based on the information provided, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.